Event description:
The lay user/patient contacted lifescan alleging that the one touch ultralink meter had the display issue of (black marks) was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.